Event description:
I had the essure devise implanted in 2009. My doctor was aware that I was allergic to nickle and informed me that the device was ok for people with nickle allergies. After the implantation from 2009- 2020, I suffered from delirium, constant itching, headaches, painful periods with heavy bleeding and large blood clots, daily abdominal pain, weight gain, muscle aches, temporary loss of hearing, memory loss, blurred vision, anxiety, muscle spasms, insomnia, fatigue, and relationship problems due to the symptoms, ending in divorce. In 2020 the abdominal pain turned into a sharp stabbing pain to point of not being able to walk upright. Doctors over the years told me that there is no proof that my issues could be caused by essure even though I never had any of those symptoms before the implantation of essure. Finally a doctor agreed to remove the essure after finding polyps in my uterus and deciding to remove my fallopian tubes the same day they scrapped the polyps out. On (B)(6) 2020 I went in for surgery and my surgeon found that the essure devices were sticking out of my fallopian tubes stabbing and scrapping my insides; so my pain was in fact being caused by essure. Since removal my life is slowly improving and almost all my symptoms have gone away. I had forgot what it was like to not be in pain. For 11 years my 3 children were robbed of their mother. Me, I can never get that part of my life or their life back. I am traumatized. I felt I needed to share this with you. FDA safety report ID# (B)(4).